Manufacturer narrative:
Upon review of our complaint and MDR records it was determined that the associated complaint should have been reported as an MDR. As it was thought that two previous MDR's 2910081-2010-00013 and 00018 had addressed the issue, this complaint was subsequently not filed. Risk assessment indicates the following: severity: 3 (critical) reason: case 1: if dose is not correctly recorded for more than one fraction and this is not corrected by manual treatment in lantis. Assessment 3 (critical). Case 2: if dose is not correctly recorded for one fraction and this is not corrected by manual treatment in lantis. Assessment 2 (moderate). Reason: negligible for a single fraction but in addition with system tolerances it can sum up to more than +5% as described in article below (please note, literature (e.g. Iaea) indicates that does should be delivered within 5 % accuracy based on tcp data -see literature extracts below -a single fraction is well within this band, therefore negligible). Probability (remote) reason: part 1: c (remote) -reason: improbably (to maximum remote) for more than one fraction -here assuming the same conditions as above, but multiple times for one single pt. Part 2: c (remote) -reason: remote for a single fraction (assuming this recording error goes unnoticed, despite the message at rtt, etc... And the user does not perform a manual recording and a treatment plan is intentionally changed after this failed transfer/record in lantis). Treatment plans are normally only changed at a pre-determined stage in the treatment, meaning after dose x or fraction x and usually this change also means that the charts are carefully checked at that point in time. Material 10568419, serial number (B)(4) is affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator and associated rtt workstation. In the abundance of caution this issue is being reported. There was a pt treatment where the software did not record the treatment for that day. (B)(4) did not show the treatment under treatment documentation and the system did not indicate that any treatment was done on that day. There was however a hard copy record to refer to. No info was reported that suggests that a mistreatment or serious injury has occurred.